Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.